Event description:
It was reported that sensing parameters had decreased and capture thresholds had increased on the right ventricular (rv) lead. Rv lead dislodgement was confirmed. The rv lead was explanted and replaced. The patient was stable.